Event description:
Additional information was received. Follow-up imaging revealed a new proximal type I endoleak. The patient is being monitored and will be treated conservatively due to coronary artery disease.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, vessel occlusion). Patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm in zone 3 approximately eight months ago. The proximal aortic neck was 31 mm in diameter, and the distal neck was 34 mm. The stent grafts vamf3434c200tj and vamc3838c150 were successfully implanted. It was reported that there was a slight endoleak noted after the procedure and was believed to be a type ii and embolization was performed. Seven months post implant it was determined that the endoleak was a proximal type I. A right auxiliary to left auxiliary bypass was performed to extend the proximal landing zone followed by implant of a valiant vamf3636c150. The endoleak resolved. No additional clinical sequelae were reported and the patient is fine.